Event description:
It was reported that in preparation for an unspecified procedure involving a lesion located in the left anterior descending (lad) coronary artery, the liberte' monorail stent was damaged. The physician noticed a bulge in the struts of the stent following removal from the packaging. The event occurred outside of the patient and the device was not used in the procedure. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'okay.'

Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.